Manufacturer narrative:
Investigation: no product at hand. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. Rationale: in the light of receiving very little information and due to the circumstance that we did not receive the complained devices it is not possible to determine a root cause for the mentioned failure. Any action regarding CAPA will be addressed through a product safety case.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: no product was returned. Batch history review - a review of device quality and manufacturing history records are not possible because the lot number is unknown. Conclusion - not possible to determine an exact conclusion or root cause. Rationale - if further information or a product is returned, the investigation will be reopened. Safety case has been initiated, any action regarding CAPA will be addressed in safety case.

Event description:
Per sus voluntary event mw5080788, received by FDA, there was a serious injury that required intervention. It was reported that the patient had a po tibial loosening from cement. Per medwatch report: serious injury with intervention required. The mw5080788 stated: "no adverse event. Complete tibial loosening from cement bed with femoral failure from bone". The initial implant date and concomitant implants were not provided. On (B)(6) 2019, it was noted that there was loosening from the cement. On (B)(6) 2019, is the report date. Further information about patient condition, outcome, and laboratory or diagnostic results were not provided. Associated medwatch submission: 9610612-2019-00125.